Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error c-34 occurred on the generator, which was identified with the port place installed. The customer attempted to restart the generator, but the issue reoccurred. The customer received phone assistance from the technical service engineer (tse). The tse suggested changing the effect to classic mode, but the problem persisted. The customer decided to swap the generator with another, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported failure was confirmed and replicated. During power-on test the c-37 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error was attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.